Manufacturer narrative:
(B)(4). The reported complaint of unit misfired was not confirmed based upon the sample received. One device was returned. The device was returned with no clips which is why the reported complaint issue could not be confirmed. However, the device was found to have broken internal ratchet ears and a bent tube which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device history review for the product auto end05 ml, lot #73j1600516 investigation did not show issues related to the complaint. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, mishandling of appliers may result in improper load and/or closure of the ligating clip. Although the reported complaint issue could not be confirmed since no clips were returned in the device, the broken internal ratchet ears and the bent tube could cause issues with the loading of the clips. Other remarks: therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken. A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Although no clips were returned, the damages found on the device could lead to loading issues. Teleflex will continue to monitor and trend related events.

Event description:
At first, there was no abnormality found with the applier during testing. However, the next clip could not be loaded into the applier properly and the clip fell from the applier into the patient. The fallen clip was immediately removed, and there was no patient injury.